Event description:
A user facility Registered Nurse (RN) reported the hemodialysis (HD) machine was reportedly smoking from the vent on the back and turned itself off during patient treatment. Upon follow-up, the Clinic Manager (CM) stated about an hour into patient treatment, the machine began to fill up the back of the room with smoke coming out from the vent on the machine. The machine was immediately turned off and unplugged from the outlet. The CM stated the machine did not prompt with any alarms prior to the observation of smoke. Per CM the patient had pre-existing respiratory issues and required administration of supplemental oxygen due to the smoke on the treatment floor. Per CM the patient was moved onto a different machine and completed their remaining treatment and recovered without any subsequent medical intervention post-treatment. Per CM the Biomedical Technician (BMT) evaluated the machine and determined a short on undetermined internal wiring caused smoke to exit the vent of the machine. Per CM the smoke did not trigger any smoke detectors within the facility and the use of a fire extinguisher was not required. Per CM at the time of follow-up, the remains out of service pending further evaluation from the BMT. The CM could not provide the operating hours of the machine. Per CM it was unknown if any samples were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant Investigation: The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.